Event description:
During a laparoscopic appendectomy, the surgeon attempted to use the covidien endo gia ultra universal stapler. The stapler fired once and then failed to fire a second and third time. The instrument was removed from the field, and the surgeon utilized a nu-knit absorbable hemostat instead. There were no adverse affects to the patient.